Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is currently available. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this pacemaker system died. The information was received from a physician who also noted that there may have been external patient harm that contributed to the death. Reportedly the device was evaluated and the physician was told it was not working, and no further details were provided. The investigation was turned over to the police, but device analysis was requested as it may help to determine the cause of death. At this time, the device has not been returned. Additional information was received from the field representative that the last evaluation he performed on the device was normal, and it occurred the day post implant. It was noted the patient did not appear to be pacemaker dependent at the time of that evaluation. The field representative had not been contacted to evaluate the device again and had no information related to the patient's death.

Event description:
Additional information was received the implanting physician did not believe that the device caused or contributed to the patient's death. However, the cause of death was not provided. At this time, the device has not been returned.